Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for a non diabetes related incident. Customer received several battery out limit alerts. Customer stated that the batteries were out of the insulin pump greater than the duration allowed. Customer also mentioned a failed battery alert. Customer's blood glucose reading at the time of the call was 241 mg/dl. No further information reported.